Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported that insulin pump had the drive support cap loose and stick out from the side of the insulin pump. Customer's blood glucose value was unknown. Customer will not return device for analysis.